Event description:
It was reported that the pulse generator's setscrew would not work with the ventricular port.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found foreign material in the ventricular hex inset.